Event description:
The customer's father reported via phone call that the insulin pump was alarming no delivery while priming. The customer's blood glucose was 160 mg/dl. The customer was able to perform a manual fixed prime with a plunger. The customer was able to pass the high pressure test after using a new reservoir. The customer was advised that the reservoirs would be replaced. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.